Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected shock impedance measurements on two occasions of 0 ohms. The patient was checked in-office and had an impedance measurement of 38 ohms. Boston scientific technical services (ts) discussed the possibility of the shock impedance measurement of 0 ohms being invalid and related to electromagnetic interference (emi). The 0 ohm impedance measurements continued to occur occassionally for several months. The physician elected to perform a commanded high energy shock to test system integrity. The commanded shock successfully converted the patient and impedances were within range. The patient's right ventricular (rv) lead is a non-boston scientific product. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected shock impedance measurements on two occasions of 0 ohms. The patient was checked in-office and had an impedance measurement of 38 ohms. Boston scientific technical services (ts) discussed the possibility of the shock impedance measurement of 0 ohms being invalid and related to electromagnetic interference (emi). The 0 ohm impedance measurements continued to occur occasionally for several months. The physician elected to perform a commanded high energy shock to test system integrity. The commanded shock successfully converted the patient and impedances were within range. The patient's right ventricular (rv) lead is a non-boston scientific product. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received detailing that this device was explanted due to normal battery depletion. This device was returned to boston scientific for analysis.